Event description:
It was reported that a female patient underwent a breast augmentation with a 350cc mentor memorygel breast implant and experienced a local reaction on an unknown side post-operatively. As a result, the patient underwent implant explantation on an undisclosed date. If clarifying information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
On february 28, 2022, an evaluation on a returned photo of the device was completed. Photo evaluation summary: upon visual evaluation of the image provided in the complaint, no apparent damage or visual anomalies were observed. Inflammation is part of the complex biological response of body tissues to harmful stimuli, such as pathogens, damaged cells, or irritants, and is a protective response involving immune cells, blood vessels, and molecular mediators. The function of inflammation is to eliminate the initial cause of cell injury, clear out necrotic cells and tissues damaged from the original insult and the inflammatory process, and to initiate tissue repair. The classical signs of inflammation are heat, pain, redness, swelling, and loss of function. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some breast and/or chest inflammation postoperative.  While inflammation normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Inflammation is a known complication associated with this type of procedure and is referenced in the current IFU. Swelling is a temporary normal post-operative condition. Depending on presentation, delayed swelling may require additional work-up by the surgeon. Swelling is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Reason for device explant and/or reoperation: local reaction. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacture's reference number: (B)(4).

Manufacturer narrative:
On march 18, 2022, mentor received additional information regarding the device date of explantation, the patient's procedure, and side of implant. The date of explantation has been updated to (B)(6) 2021. The patient underwent a breast augmentation revision. The side of the implant was on the right side. Manufacture's reference number: (B)(4).

Manufacturer narrative:
On april 06, 2022, the mentor failure analysis lab has received the device for evaluation. The patient identifier and date of birth were updated. On april 25, 2022, the evaluation for the device was completed. Device evaluation summary: during the visual evaluation, no apparent damage or visual anomalies were observed on the smooth hpg, 350cc returned device. Swelling is a temporary normal post-operative condition. Depending on the presentation, delayed swelling may require additional workup by the surgeon. Swelling is a known complication associated with these devices and is referenced in our current product insert data sheet. Inflammation is part of the complex biological response of body tissues to harmful stimuli, such as pathogens, damaged cells, or irritants, and is a protective response involving immune cells, blood vessels, and molecular mediators. The function of inflammation is to eliminate the initial cause of cell injury, clear out necrotic cells and tissues damaged from the original insult and the inflammatory process, and initiate tissue repair. The classical signs of inflammation are heat, pain, redness, swelling, and loss of function. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some breast and/or chest inflammation postoperative. While inflammation normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Inflammation is a known complication associated with this type of procedure and is referenced in the current IFU. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacture's reference number: (B)(4).